Manufacturer narrative:
(B)(4). The event and therapy logs were evaluated. The device meets specification and works like intended. The root cause of complaint was not determined as the issue was not confirmed. Additional device information received has been reviewed in detail. There are no volumes reported or in the event logs that fulfill the criteria consistent with increased intra-peritoneal volume or an overfill event. Based on additional information obtained during baxter's investigation, this incident has been determined not to be an MDR reportable event.

Manufacturer narrative:
(B)(4). The device has been returned to baxter, and the evaluation has begun. A follow-up report shall be submitted when the investigation is complete. This product is distributed outside the u.s. And does not have a 510k number. This incident is being reported because the product involved is the same as or similar to product distributed within the u.s.

Event description:
This is a case reported to baxter - (B)(4) regarding an automated peritoneal dialysis (apd) home choice patient who was hospitalized for complaints of breathlessness and feeling overloaded. Reportedly, the patient had too much fluid in the peritoneum. The patient has discontinued apd due to her lack of ability and is currently on capd. The occurrence date and patient outcome is unknown. The device shall be returned to dublin technical services for evaluation.